Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and the electrode was severed. Additionally, multiple broken wires on the antenna were also identified, which is not believed to be related to the return reason. Photographic imaging inspection confirmed broken antenna coil wires. This is not believed to be related to the return reason. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests that were performed. This device was explanted for medical reasons. However, the device has multiple broken antenna wires and failed lock test, which is not believed to be related to the return reason. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient was explanted. The recipient is reportedly autistic and cannot tolerate sounds. The recipient has healed.

Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.